Event description:
Customer called to report a blood leak that occurred during treatment. Name and function of complainant: same as reporter customer called to report a drive tube break at the upper bearing during buffy coat collection. The bowl was still on the platform. Customer stated the leak detector strip did not appear damaged. Customer requesting service to clean the centrifuge and check the bearings. Customer did not send the kit for investigation.

Manufacturer narrative:
Batch record review of lot b344 was conducted. There were no non conformances related to this type of failure for this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. The assessment is based on information available at the time of the investigation. Product was not returned by customer for investigation; therefore, no root cause could be determined at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).